Event description:
Allegation that the bed was not working. No injury alleged.

Manufacturer narrative:
Technician found the ground wire was disconnected. Reconnected the ground wire to frame of bed. Bed working as designed.